Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event. Section b2 outcomes attributed to ae - corrected - other serious (important medical events). Section h1 type of reportable event - corrected - no serious injury. B5 executive summary - updated. Section d gtin# - corrected. F10 / h6 medical device problem code - device code grid - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. F10 / h6 health impact code grid - health effect - impact code - updated. H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. A labelling review and risk assessment could not be performed as there was no allegation of failure or malfunction against the device. It cannot be confirmed that the device met specification, as the device was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer confirmed that the subject stent. No treatment was required for the ¿aphasia¿. There was no device deficiency reported during procedure. The relationship was reported to be ¿not related¿ to study device or other stryker devices per site. As there was no allegation of failure or malfunction against the device an assignable cause of undeterminable will be assigned to the reported complaint. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that two days post successful procedure for a left internal carotid artery-cavernous (c4 segment) with the subject flow diverter, the patient presented an aphasia expression with loss of words. A non-stryker balloon was used during procedure to appose device to vessel wall (no existing plaque before stenting). According to site this adverse event had a causal relationship with the procedure, disease under study, a possible relationship with the subject flow diverting stent, and unlikely relationship with other stryker devices and dapt (dual anti-platelet therapy). Almost four months later, the adverse event resolved without any treatment. No additional information is available. Update: additional information was received on 30-may-2024 stated that there is an update to the relationship as: not related¿ to study device or other stryker devices per site. No additional information is available.

Event description:
It was reported that two days post successful procedure for a left internal carotid artery-cavernous (c4 segment) with the subject flow diverter, the patient presented an aphasia expression with loss of words. A non-stryker balloon was used during procedure to appose device to vessel wall (no existing plaque before stenting). According to site this adverse event had a causal relationship with the procedure, disease under study, a possible relationship with the subject flow diverting stent, and unlikely relationship with other stryker devices and dapt (dual anti-platelet therapy). Almost four months later, the adverse event resolved without any treatment. No additional information is available.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - adverse event. Section b2 outcomes attributed to ae - corrected - other serious (important medical events). Section h1 type of reportable event - corrected - serious injury. B5 executive summary - updated. F10 / h6 medical device problem code - device code grid - updated. F10 / h6 clinical signs code grid - health effect - clinical code - updated. H6 investigation conclusions - conclusion code grid - updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. A labelling review and risk assessment could not be performed as there was no allegation of failure or malfunction against the device. It cannot be confirmed that the device met specification, as the device was not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer confirmed that the subject stent. No treatment was required for the ¿aphasia¿. Additional information received on 21-aug-2024 stated that "this event has been adjudicated as possibly related to the study device." Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that two days post successful procedure for a left internal carotid artery-cavernous (c4 segment) with the subject flow diverter, the patient presented an aphasia expression with loss of words. A non-stryker balloon was used during procedure to appose device to vessel wall (no existing plaque before stenting). According to site this adverse event had a causal relationship with the procedure, disease under study, a possible relationship with the subject flow diverting stent, and unlikely relationship with other stryker devices and dapt (dual anti-platelet therapy). Almost four months later, the adverse event resolved without any treatment. No additional information is available. Update: additional information was received on 30-may-2024 stated that there is an update to the relationship as: not related¿ to study device or other stryker devices per site. No additional information is available. Update: additional information was received on 21-aug-2024 stated that there is an update to the relationship between the ae (a minor stroke, ischemic, ipsilateral) to possibly related to the study subject device. No additional information is available.